Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of foreign matter at the needle tip was confirmed; however, the composition and source of the material could not be determined from the two photographs that were provided for investigation. One photo showed the insyte autoguard IV catheter and needle. Against a dark background, a light colored material was observed at the needle tip. The other photo showed the unit package from lot #5196419. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
There was a thin piece of metal hanging off the tip of the metal IV insert. This will be kept in my office if anyone wants to see. It was not caught and not used. No harm to any patients.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.